Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4). Evaluation summary - the pump was returned for analysis. Analysis found no anomaly/normal device function. The pump was functioning per specification.

Event description:
Additional information received reported that the pump was the best thing that ever happened to him. The patient has a better quality of life. The patient could not take pain pills because they made him sick or they would get out of control for him.

Event description:
It was reported that in (B)(6) 2007 the pump was stopped at the hospital for an unknown time. They were worried that the internal pump tubing was compromised, so the pump was replaced. There was reported to be no patient injury. It was later reported that the patient spent 2 weeks in the hospital because his pump stopped. It was later reported that the patient was in the ICU (intensive care unit) for 10 days and thought there was something wrong with the pump. Additional information was received and it was reported that the patient¿s pump shut off. The drug in the pump at the time of the event was morphine. The reason that the pump shut off was unknown. The patient was in bed for 2 weeks ¿sicker than a dog¿ from the pump shutting off.